Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a heavily tortuous lesion in the right subclavian artery via right radial access with a 6f sheath. An emboshield nav6 embolic protection system (eps) was advanced using the barewire and the filter was placed in the right common carotid without issue. A 10x19 mm omnilink elite stent was implanted in the right subclavian artery to treat the target lesion successfully. The retrieval catheter was advanced without issue to retrieve the filter; however, during removal through the tortuous segment of the right subclavian artery resistance was met with the patient anatomy. The patient experienced a spasm and nitroglycerin was administered. While attempting to pull the retrieval catheter into the 6f sheath, a kink at the guide wire exit port was noted causing a loop in the device and the retrieval catheter and barewire could not be retracted into the sheath. Reportedly, the retrieval catheter and barewire were advanced forward and the loop was able to be undone. The retrieval catheter and barewire were then able to be withdrawn through the 6f sheath. There was no adverse patient sequela and there was a delay of 5-10 minutes, however, the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and resistance with the introducer sheath was confirmed. Based on a visual dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties and subsequent patient effect appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).